Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The index procedure went as expected. Patient returned approximately 2 months later with an occluded left limb and a late type ia endoleak. Physician elected to re-intervene and place icast stents into the occluded left limb to open the vessel. Coils and a palmaz stent were also placed at the level of the sealing rings, which successfully resolved the occlusion and the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the left limb occlusion was found to be unknown/undetermined, due to the lack of relevant medical records and imaging. The final patient disposition is unknown and there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)